Event description:
It was reported, "while withdrawing the dilator from the patient, the tip of guidewire bent." It was also reported that there was no patient injury.

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 3007305485-2011-00067. The device has been returned to conmed corporation; however, the evaluation has not yet been initiated. Upon completion of the quality engineering evaluation a supplemental report will be filed.